Event description:
It was reported that the valve had a pin hole from which fluid would discharge when the valve was pumped.

Manufacturer narrative:
The device has not been returned to the manufacturer.